Manufacturer narrative:
The handswitch for the imaging system was returned to the manufacturer for evaluation. Testing found that the imaging system was unable to complete 3d image acquisitions when utilizing the handswitch.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that there was an intermittent early termination error that occurred while using the handswitch. Replaced the handswitch and the system regained full functionality. Systems checkout was performed and system was functioning as intended. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: software investigation has been initiated and a system checkout was performed, where the handswitch was replaced and the system functioned as intended.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site attempted to capture a 3d spin using the hand-switch. After about 10 seconds, the spin was terminated. The site attempted to use the hand-switch again and the spin again cancelled after 10 seconds. The site used the foot-pedal for the 3d spin and there were no issues taking a 3d spin. There was no patient impact reported and a delay of 3 minutes.